Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation at 8 atmospheres for 30 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported and the patient was in good condition post-procedure.